Event description:
Caller alleged false negative acetaminophen (apap) when testing triage tox screen with another format. Caller was performing correlation with another facility. One sample was negative for apap at their facility with dln w44049; a sample was frozen and sent to the other lab and got a positive apap result with w44683. After this result, caller went back to original frozen sample and retested in her lab on dln w44063 and got positive apap. Positive control ran fine on original lot. No pt reports of invasive procedures or injury.

Manufacturer narrative:
Investigation is pending.